Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was unknown. Customer stated that scratches on the screen and the buttons were hard to pressed. Customer stated that the buttons required multiple presses to respond. The device will not be returned for analysis.